Event description:
Twin a male with gastric perforation while on fisher paykel CPAP +4. Twin brother who was also on fisher paykel CPAP also had a gastric perforation on same day. This nicu has a history of gastric perforations with this CPAP device. Pt: 2001. Device: 2993. Ref: mw5188121.